Event description:
It was reported that (1) device was used during a video assisted thoracic surgery procedure. It was reported that the device was used for hemostasis during the procedure. When the device was fired, the clips would be released from the jaws of the instrument, but remained in the open position. A reused single clip applier was used to gain hemostasis to complete the case. There was no consequence to the patient.